Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2317-70. (B)(6).

Event description:
It was reported that the patients ipg had flipped and experienced a pain at the ipg site. No device malfunction was suspected. The patient's ipg was relocated to the buttock and the leads were revised. Everything remains implanted and patient was doing well postoperatively.